Event description:
It was reported that the event occurred while in the intensive care unit (ICU) during insertion and during use. The md inserted an ai-07077-g via vascular access. On (B)(6) 2014, during the shift, it was not possible to do hemodynamics. They tried to reposition the catheter unsuccessfully and were not able to perform measurements. On (B)(6) 2014, they tried again to perform measurements. It did not show an acceptable pressure curve for pulmonary wedge. The physician stated that the catheter was too rigid and did not allow easy manipulation. When shooting the cardiac output, saline solution was injected and the monitor showed no curve. They did several attempts, the monitor cables were changed and still no curve appeared. As a result, the shift's physician ordered the withdrawal of the catheter. The md reported no pt death, complications or injury. There was a delay or interruption in therapy with no harm to the pt noted.

Manufacturer narrative:
(B)(4). Add'l info received on september 24, 2014 stated that the device was not replaced. There was no report of medical/surgical intervention. The pt's outcome is the pt was still in the ICU, but the condition was not caused by the device.